Event description:
In 2008, the lay user/pt contacted lifescan alleging a power issue with one touch ultra2 meter. The complaint was classified based on the customer care advocate (cca) documentation. The medical affairs specialist (maf) was unable to correspond with the pt by phone. The mas mailed a letter to the pt on june 11, 2008. The pt tests his blood glucose 3 times a day and manages his diabetes via oral diabetic pills. The pt stated that the alleged meter issue began on original date at 6:40 am. After the alleged issue began with the meter, the pt reportedly experienced symptoms of "lightheadedness and thirstiness". The pt reportedly took no diabetes treatment actions following the issue and did not receive/require any medical treatment for the diabetes. He was not tested on any other meter. During the troubleshooting, the cca found out the following: the customer replaced the batteries per the owner's manual, the batteries were in good condition, the pt was using the correct test strips, the meter was not downloaded prior to testing and the meter would not turn on even after inserting the test strip all the way into the test strip port. Replacement prods were sent to the pt. This complaint is being reported because the pt alleges that the meter would not power on, and it was not resolved during the troubleshooting. In addition, the pt reportedly experienced symptoms suggestive of hyperglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet rec'd them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.